Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture. The lead was capped and replaced successfully on (B)(6) 2015. The patient was doing well.